Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risk - failure - sheath distal tip split" and "sheath insertion and suturing - inability to introduce sheath" were confirmed from the procedural imagery. However, as no device was returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance could be identified that may have contributed to the complaint event. Review of the DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were noted during device preparation. Per complaint details, "there was difficulty advancing the esheath which got caught on calcium and would not advance past the right common iliac. The sheath was removed and was found torn at the distal tip." Per IFU/training manual "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification and tortuosity were reported as being present in the patients' vessels, along with undersized vessel diameters (required mld of 5.5mm for 14f esheath use). These patient factors can reduce the vessel size and create a challenging pathway for sheath insertion. Furthermore, if excessive device manipulation was used to overcome resistance during insertion once the distal tip encountered the calcium, then it is possible for the sheath distal tip to become damaged during the procedure. As such, available information suggests that patient factors (calcification, tortuosity, and undersized vessels) and/or (excessive manipulation) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device evaluated by MFR: not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. This patient has borderline tf access so vascular was consulted and planned for a shockwave pre-procedure. After shockwave, there was difficulty advancing the esheath which got caught on calcium and would not advance past the right common iliac. The sheath was removed and was found torn at the distal tip. A new sheath was advanced fully after further dilation and surgery was successfully completed. As per follow-up with the fcs, the angle of insertion was not steep. The dilator was fully inserted/locked in position and the sheath was not torqued during the procedure. The "tear" is better described as a "distal tip split." There was no patient injury.